Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp was fractured during cleaning while trying to remove it improperly from the tibial plate.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. Reported event was confirmed by review of actual product returned. Examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) the post & lateral feature has fractured off. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.